Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed a motor error alarm during prime. Motor position encoder error alarm in history. Customer's blood glucose was 328 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display and watchdog alarm after battery insertion due to moisture damage on all electronic assemblies. Unable to perform displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test due to blank display and watchdog alarm. Unable to verify motor error alarms due to blank display and watchdog alarm. The motor was tested outside of the device and passed. The insulin pump had cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and cracked belt clip slot.